Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced fistula, infection, pain, recurrence, multiple surgical revisions.

Manufacturer narrative:
Additional information: a4, b2, b5, b7, e1, g1, h4, h6 (ime, imf, device codes, ime e2402: sinus tract, congestion of abdominal wall fat, postop ileus, labs abnormal for wbc; glucose). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced fistula, adhesions, infection, pain, recurrence, abdominal pain, bulge in abdomen, dehydrated, seroma, serosanguinous drainage, purulent drainage, draining sinus, nausea, vomiting, small bowel obstruction, failure of mesh, congestion of abdominal wall fat, scar tissue, abscess, sinus tract, postop ileus, bleeding, labs abnormal for wbc; glucose, staphylococcus epidermidis, and open wound. Post-operative patient treatment included revision surgery, hernia repair, IV antibiotics, mesh dis-incorporated from surrounding tissue, partial removal of mesh, lysis of adhesions, reconstruction of abdominal wall with cadaver graft, including IV fluid resuscitation, analgesics, antiemetics, and CT scan.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced fistula, adhesions, infection, pain, recurrence, abdominal pain, bulge in abdomen, dehydrated, seroma, serosanguinous drainage, purulent drainage, draining sinus, mesh dis-incorporated from surrounding tissue, nausea, vomiting, small bowel obstruction, failure of mesh, congestion of abdominal wall fat, scar tissue, abscess, sinus tract, and postop ileus. Post-operative patient treatment included revision surgery, hernia repair, IV antibiotics, partial removal of mesh, lysis of adhesions, reconstruction of abdominal wall with cadavar graft, including IV fluid resuscitation, analgesics, and antiemetics.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced fistula, adhesions, infection, pain, and recurrence. Post-operative patient treatment included revision surgery.